Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "patient had PICC line inserted on (B)(6) 2019 and had CT scan of abdo/pelvis using PICC line on the (B)(6) 2019. The PICC line split and patient extravagated. Patient was morbidly obese and held arm up for CT, potentially causing a kink in the clavicular are internally. Psi less than 300psi." Patient's current condition reported as fine.

Manufacturer narrative:
(B)(4). Additional information requested regarding this event. No additional information received at the time of this report.

Event description:
It was reported that: "patient had PICC line inserted on (B)(6) 2019 and had CT scan of abdo/pelvis using PICC line on the (B)(6) 2019. The PICC line split and patient extravagated. Patient was morbidly obese and held arm up for CT, potentially causing a kink in the clavicular are internally. Psi less than 300psi." Patient's current condition reported as fine.